Event description:
During ablation the catheter image would disappear from the monitor screen. Stated there was a magnetic sensor error.checked catheter connections and everything was normal. Ended up handing over new catheter and problem was resolved. No harm came to this patient.====================== manufacturer response for navistar thermocool, navistar thermocool======================awaiting response